Event description:
As reported by the user facility: on 23aug2024 a complaint was received from (B)(6) hospital indicating "2002 failed during infusion". No additional information was provided at the time. On 19sep2024 medwatch report (B)(4) was received stating the following : "describe the event or problem: rn (registered nurse) heard the pump alarm coming from the patient's room. Upon entering, the rn noticed an error code with a hazard sign and an error code listed as 2002. The levophed that had been running through this pump had ceased running upon this alarm code popping up. Following the pump malfunction, the nurse began to swap the levophed to another channel. While this was happening, the patient's blood pressure drastically dropped for which the patient received treatment."